Event description:
It was reported that pump displayed cartridge change error and later showed minimum fill notification. There was no adverse impact to the customer's blood glucose level. Customer removed pump from case, inspected and confirmed cartridge o-ring was in place and undamaged, then removed extra o-ring and debris from pneumatic tap area, cleaned area with alcohol wipe or lint-free cloth, reattached cartridge ensuring it was fully snapped into place, and followed on-screen instructions to complete load process under guidance from technical support.